Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The ventilator control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.